Event description:
It was reported the zlb00 model intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). Due to patient complaints of difficulty seeing street signs and night driving due to glare and halos, the iol was explanted in a secondary surgical procedure and replaced with a non-johnson & johnson surgical vision 14.0 diopter iol. There was no patient injury and no medical/surgical intervention. Patient outcome post-lens exchange was reported as good. No further information is available.

Manufacturer narrative:
Section b-3: date of event: unknown as information was not provided. The best estimation date is between 27-jun-2023 and 08-nov-2023 (iol implant and explant dates). Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h6- health effect - clinical code: 2140 used to capture glare. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.